Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solution for sequencing. Sequencing interrogated jk exons 3-10 and the genotype jk*01n.18(588g), jk*02w.03 was identified with a predicted phenotype jka-, jkb+weak. The reported serology is jka-, in agreement with sequencing and discrepant with ID core xt which reported jka+. The variant c.190c>t is described by isbt as the null allele jk*01n.18 associated with jka negative expression. ID core xt reported a predicted jka+ phenotype, but jk*01n.18(588g) null allele is associated with a predicted jka- phenotype. This false positive result obtained by ID core xt is considered a discrepant result, and then a malfunction . This case report is associated with limitations of ID core xt assay described in the ID core xt package insert (limitations 1 and 10).

Event description:
It was reported that the sample (B)(4), from "centro transfusión comunidad valenciana ctcv", was tested with serology. The test result was negative (jka-), which contrasted with the molecular typing performed on (B)(6) 2023, using the ID core xt assay which provided positive results (jka+), with ID core xt analysis software v3.0.2. .